Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. The lifevest is not defibrillator proof. There is no indication that the open resistor caused or contributed to the patient's passing. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
On 11/6/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while at the hospital and wearing the lifevest. The patient was in sinus rhythm degrading to vt at 170 bpm at 02:59:19 on (B)(6) 2019. The patient was in vt for 22 seconds and then treated externally by a non-lifevest defibrillation shock. The lifevest requires 60 seconds of sustained vt to deliver a treatment shock. The patient received a second non-lifevest defibrillation shock 7 seconds after the first shock while in vf with a variable heart rate. The post-shock rhythm was vf with CPR artifact. The patient received a third non-lifevest defibrillation shock after approximately one and a half minutes. The patient remained in vf for approximately 3 minutes with variable heart rate and variable amplitude. The patient transitioned to an idioventricular rhythm at 90 bpm, slowing to bradycardia at 50 bpm. The patient was in bradycardia at 50 bpm at the time of device deactivation. The patient's arrhythmia was not treated due to the external defibrillations, short duration of the arrhythmia, variable amplitudes, variable heart rate, and heart rate at or below the treatment threshold. The patient subsequently passed away on (B)(6) 2019 after the lifevest was removed.